Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button keypad (tactile changes/unresponsive) issue. It was reported that the up arrow button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2013 with the following findings: the keypad was observed to be intact; no peeling or damage was observed. During testing, the up arrow keypad button was intermittently unresponsive; the down arrow, ok and contrast buttons responded appropriately. The keypad was removed and evidence of contamination was found under the up arrow and contrast button contacts. Unrelated to the complaint, evaluation revealed a dim discolored display screen. A test screen was inserted and was found to function properly. Also, unrelated to the complaint, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.